Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section e1: title, email address, address, post code/zip code: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: product evaluation was not performed because the product has not been received. If product is received after initial closure, the product investigation and complaint (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implanting a non-preloaded monofocal intraocular lens (iol), the lens tilted, and a posterior capsule rent was noted. The issue was first identified after the lens was fully inserted. This lens was removed during the same procedure and an anterior chamber intraocular lens (aciol) was implanted. There was incision enlargement, sutures and vitrectomy required. The vision preoperative was 3/60. The patient's postoperative vision was unknown. The patient status was temporarily impaired. There was no delay in the procedure. The end-user did not seek any medical attention. Medication was prescribed. Directions for use were followed. No further information is available.